Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer support assisted caller with loading new cartridge using proper technique, and caller successfully loaded cartridge and resumed insulin therapy while original cartridge lot information remained unavailable.